Event description:
A caller reported that the t:slim x2 pump battery was not charging. The battery charging issue did not affect the customer's blood glucose level as it did not lead to a pump shutdown or an inability to turn the pump back on. The issue was resolved when the pump began charging after the caller left the wall adapter plugged into a working outlet using the original charging supplies, and no further assistance was required.